Event description:
It was reported that the right ventricular lead was fractured. A lead integrity alert (lia) was triggered and the patient presented to the emergency room (ER) with short interval counts (sic) and non-sustained tachycardiac (nst) episodes with a v-v average of less than 220 milliseconds. The oversensing was reproducable; the fracture was found to be just prior to the suture sleeve. The lead was partially removed because the stylet would not advance due to the fracture, and the lead was replaced. It was later noted that lia had triggered about 5 days earlier and at that time, the physician thought the patient may have had contact with external high energy because the lead impedance, sensing and threshold were fine in the office. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed; analysis revealed a flex fracture of the distal conductor. This device was included in a field action and returned product testing found the device did not perform as described in the field action. (B)(4).